Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 300 mg/dl. The customer stated he has air bubbles in the reservoir about the size of a small drop of water. The customer was not able to troubleshoot because he is driving a car but stated there is no air bubbles now anyway as he removed air bubbles earlier today. The customer was advised to monitor and call when he can troubleshoot and also return the reservoir. The csutomer declined to troubleshoot for high blood glucose because he knows it is the air bubbles.